Event description:
A caller reported a malfunction on their pump, identified by the code "malf 12." There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller in doing so. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to contact support if the issue reappears. The caller acknowledged and understood these instructions.